Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was bleeding at the insertion while wearing the pod longer than 48 hours. Patient also reported needle did not retract upon pod activation, as well as it was realized the cannula retracted after removal; these factors indicate a needle mechanism failure occurred.

Manufacturer narrative:
The device was received with the cannula deployed but the formed needle visible in the exposed portion in the soft cannula. The pink slide was visible in the viewing window. The pod ran for 2592 pulses. Blood was noted on the adhesive pad. The formed needle was dislodged from the slide retract, causing a failure to retract. The slide retract was defective. The unretracted needle contributed to the bleeding at the infusion site.